Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the front tip of the stent was found broken prior to use.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A stent was returned opened with its original packaging with a pigtail straightener and suture (not attached to the stent). An evaluation was completed by biomerics (futurematrix interventional) and was approved on 18dec2020. No visual defects are visible from 18-20. Part of the front tip disconnected however the broken off piece was not retuned. The separation was not found at a port hole. The cause of the reported event was unknown, however biomerics (futurematrix interventional) has taken an additional testing and increased samples size to ensure stents are not shipped "broken". A potential root cause of the event could be due to an " inappropriate package design¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for single use only. Do not resterilize. Do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent."

Event description:
It was reported that the front tip of the stent was found broken prior to use.